Manufacturer narrative:
Device evaluated by MFR.: promus premierous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found it was broken in 3 separate sections. The first break was located 61.7 cm distal to the distal end of the strain relief, the second shaft section measured 29.4 cm in length and the third section measured 53.5 cm from the proximal end of the strain relief. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 91% stenosed, 30-32mm x 3.0-3.5mm target lesion was located in severely tortuous and moderately calcified mid left anterior descending artery. A 32x3.00mm promus premier drug-eluting stent was advanced for treatment. However, significant resistance was encountered and the delivery shaft was fractured. The device was completely removed through snaring and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 91% stenosed, 30-32mm x 3.0-3.5mm target lesion was located in severely tortuous and moderately calcified mid left anterior descending artery. A 32x3.00mm promus premier drug-eluting stent was advanced for treatment. However, significant resistance was encountered and the delivery shaft was fractured. The device was completely removed through snaring and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.